Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of ¿numbness", "possible infection¿, ¿skin sloughing", ¿redness", "discoloration, blisters, and bubbles¿, and ¿possible vascular occlusion¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: warnings: the product must not be injected into blood vessels. Introduction of juvéderm volbella® xc injectable gel into the vasculature may lead to embolization, occlusion of the vessels, ischemia, or infarction. Take extra care when injecting soft-tissue fillers, for example, after insertion of the needle, and just before injection, the plunger rod can be withdrawn slightly to aspirate and verify the needle is not intravascular, inject the product slowly, and apply the least amount of pressure necessary. Rare, but serious, adverse events associated with the intravascular injection of soft-tissue fillers in the face have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage leading to stroke, skin necrosis, and damage to underlying facial structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in vision, signs of stroke, blanching of the skin, or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate health care professional specialist should an intravascular injection occur (see health care professional instructions #12). Product use at specific sites in which an active inflammatory process (skin eruptions such as cysts, pimples, rashes, or hives) or infection is present should be deferred until the underlying process has been controlled. Precautions: as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Adverse events: the following reported adverse events were received from postmarket surveillance on the use of juvéderm volbella® xc for lip augmentation outside the united states and were not observed in the clinical study. These adverse events, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, loss/lack of correction, hematoma, allergic reaction, infection, paresthesia, herpes, migration, angioedema, and necrosis. Instructions for use: if immediate blanching occurs, the injection should be stopped and the area massaged until it returns to a normal color. Blanching may represent a vessel occlusion. If normal skin coloring does not return, do not continue with the injection. Treat in accordance with (B)(6) guidelines, which include hyaluronidase injection.

Event description:
Health professional reported that after a patient was injected in the upper lip with juvéderm volbella® xc the patient is experiencing ¿numbness up to the nose, with a concern for a possible infection.¿ it¿s also noted the patient developed ¿redness, discoloration, blisters, and bubbles¿ in the injection area, experienced ¿skin sloughing on the right side, from the middle of nasal bridge to outer upper lip", and "possible vascular occlusion." Treatment is noted as antibiotics, kenalog steroid injection, aspirin, heating pad, and valtrex. Event resolution is unknown at this time.

Manufacturer narrative:
Device analysis: 1.0 ml syringe with 0.2 ml of gel remaining in it received with a needle still attached to syringe. No defect observed to syringe. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Health professional reported that after a patient was injected in the upper lip with juvéderm volbella® xc the patient is experiencing ¿numbness up to the nose, with a concern for a possible infection.¿ it¿s also noted the patient developed ¿redness, discoloration, blisters, and bubbles¿ in the injection area, experienced ¿skin sloughing on the right side, from the middle of nasal bridge to outer upper lip", and "possible vascular occlusion." Treatment is noted as antibiotics, kenalog steroid injection, aspirin, heating pad, and valtrex. Event resolution is unknown at this time.